Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the half height drawer 5.1 failed to open, which located on ccm022. As per part investigation, it was determined that there were migrated bearing retainer and thermal damaged component u401 of the pcba dwr cntlr. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the report condition of "half height main drawer 5.1 failed to open" was confirmed during field service engineer (fse) testing and subsequently confirmed during the dchu testing and inspection process. According to work order #(B)(4), the fse reported that it was replaced half height drawer and it was tested in hta. The report was closed. During dchu visual inspection: pn 151622-01: sn (B)(6): the "pcba dwr cntlr v1.10/v1" was received with a thermal damaged component u401. Sn (B)(6): the "pcba dwr cntlr v1.10/v1" was received with no signs of physical damage, fluid ingress or missing components. Pn 331392-01: the "pcba, drawer controller hh6510042005" was received with no signs of physical damage, fluid ingress or missing components. Pn 353844-01: the "assy retractor dwr hh cubie" was received in good condition with no physical damage or signs of thermal damage. Pn 119449-01: the "pcba latch sensor drawer cubie" was received with no signs of physical damage, fluid ingress or missing components. Pn 353503-01: the "smart hh cubie drawer module" was received with a migrated bearing retainer. Pn 151630-01: the "pcba pmc v1.06/v0.09bl hh" was received with no signs of physical damage, fluid ingress or missing components. Pn 150825-01: the "assy cable ribbon rowboard" was received in good conditions with no exposed copper strands, black marks, heat-related discoloration, or scorched/melted insulation. During dchu testing: pn 151622-01: sn (B)(6): the testing from dchu was not required due to signs of thermal damage. Sn (B)(6): was evaluated on an esd protected surface with a calibrated dmm and passed the testing of the pcba components. A functional test was performed using a dchu hta equipment and it passed with no intermittent behavior observed. Pn 331392-01: was evaluated on an esd protected surface with a calibrated dmm and passed the testing of the pcba components. A functional test was performed using a dchu hta equipment and it passed with no intermittent behavior observed. Pn 353844-01: was evaluated on an esd protected surface with a calibrated dmm and passed the continuity testing of the copper strands pins. A functional test was performed using a dchu hta equipment and it passed with no intermittent behavior observed. Pn 119449-01: a functional test was performed using a dchu hta equipment and it passed with no intermittent behavior observed. Pn 353503-01: the testing from dchu was not required due to the physical anomaly observed during the visual inspection. Pn 151630-01: was evaluated on an esd protected surface with a calibrated dmm and it failed during the resistance testing on fuse f201. A functional test was performed using a dchu hta equipment and it passed with no intermittent behavior observed. Pn 150825-01: no anomalies or intermittent behavior were observed during dmm testing or hta testing. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of the reported condition of "half height main drawer 5.1 failed to open" was identified as: a thermal damaged component u401 of the "pcba dwr cntlr v1.10/v1" (sn (B)(6) which led to circuit instability and ultimately compromised the drawer's functionality. A migrated bearing retainer which compromised the movement of the "smart hh cubie drawer module".